Event description:
It was reported that following a percutaneous transluminal angioplasty (pta) with a stent placement in the superficial femoral artery, an angio-seal was selected for use. A 6f medikit sheath was also used. The pt was being treated for arteriosclerosis obliterans (aso). A pre-deployment angiogram revealed mild calcification at the common femoral artery (cfa) and the diameter of the vessel was 4mm. The angio-seal was deployed without any problems, but manual compression was needed. While the pt was returning to the hospital room from the cath lab, the puncture site bled and a large hematoma formed. Manual compression was applied for thirty mins and hemostasis was achieved. Two days later, the patient was discharged. There were no reported consequences to the patient.

Manufacturer narrative:
No product was returned; therefore, an evaluation could not be performed. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to st jude medical, the cause for the reported event could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site. If necessary monitor pedal pulses.